Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the patient was prescribed an epipen and the invisalign system aligners were being used at that time.

Event description:
The patient reported symptoms of swollen lips and tongue and difficulty breathing. The patient reported visiting the ER due to the reported symptoms. The patient reported being prescribed benadryl and an epipen to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and the patient is currently back to normal. The treating doctor considered the event was serious but not life threatening to the patient.